Manufacturer narrative:
Analysis of the connector indicated a collet was missing from the connector body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (1.54 mg/ml at 2 mg/day) and ropivacaine (naropin) (9.23 mg/ml at 12 mg/day) via an implantable pump for an unknown indication for use. The patient's medical history included cancer. It was reported the hcp connected the two segments of the catheter and everything was okay. When they tried to position the connector on the tunneling route, a part of the connector broke away from the rest of the connector. The hcp tried to recover the part of the connector, but they couldn't. The representative thought it was blocked in the human tissue. The hcp changed by connector with one from an 8785 and the issue resolved. The event date was reported to be (B)(6) 2019, but it was also reported the implant and explant dates were (B)(6) 2019. There was no reported troubleshooting and no reported contributing factors. It was stated surgical intervention did not occur nor was planned. The patient status was alive - no injury. The product would be returned. Further complications were not reported. It was indicated the implant date was (B)(6) 2019, and the date the representative was notified was (B)(6) 2019.